Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. Two 5.00mm/2.0cm/90cm peripheral cutting balloon were selected for use. During the procedure, the first balloon was inflated twice at 8atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and was replaced with another peripheral cutting balloon. The balloon was also inflated twice at 8atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.